Event description:
It was reported that while using the smoke evacuator on the neptune 2 rover ultra during a procedure, the rover blew a fuse and lost function. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The fuse was found to be blown. The root cause was determined to be due to the vacuum pump. The vacuum pump current can exceed the design limits resulting in the fuse blowing. If the fuse blows it can result in a loss of system function including the loss of the smoke evacuator function. The technician replaced the fuse and the vacuum pump at the customer site and the rover functioned as intended.

Event description:
It was reported that while using the smoke evacuator on the neptune 2 rover ultra during a procedure, the rover blew a fuse and lost function. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.